Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that unstable angina and in-stent restenosis (isr) occurred. In (B)(6) 2014, the patient presented with objective evidence of silent ischemia and was referred for cardiac catheterization. A day after, index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 80% stenosis and was 23 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre dilatation and placement of a 28x3.00mm study stent with 0% residual stenosis. Two days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina. Four days later, the patient was hospitalized. Two days post-hospitalization, diagnostic angiography revealed 80% isr in the previously placed study stent in the distal rca. This was treated with percutaneous coronary intervention (pci). Following intervention, residual stenosis was 0%. Four days post procedure, the event was considered to be recovered/resolved and the patient was discharged on the same day.